Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of customer's hospitalization for high blood glucose levels and diabetic ketoacidosis. The mother states the customer had 2 incidents of bent cannulas. The customer's blood glucose level at the time of hospitalization was 528mg/dl. The customer's most current level was 117mg/dl. The customer was treated with IV drip. The mother declined to troubleshoot for the highs and attribute the incident to the bent cannulas.